Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor was giving inaccurate readings which was triggering the threshold suspend feature on the insulin pump. Sensor reading was 68 /dl and actual blood glucose was 125 mg/dl. Troubleshooting was performed and the customer was advised to remove the sensor, and it needed to be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Evaluate one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. We performed bicarbonate buffer test and sensor passed with accurate readings.